Event description:
Healthcare professional reported deflation and "small hole at the end of fold". This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a delamination total of valve assessed as an adhesive failure. Crease/folding of implant: creases were observed. Additional observations: wear abrasion observed. White particles observed inner the device.

Event description:
Healthcare professional reported deflation and "small hole at the end of fold". This relates to the right side. Device was explanted.